Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event was (B)(6) 2017. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacture was (B)(6) 2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one used sample was returned for evaluation. A visual inspection revealed the needle was through the pvc extension tubing and the clamp slide was pressed, causing difficulty to perform the activation and leaving exposed cannula. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6146723. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that the defect could be related to an incorrect safety activation by the user. UDI #: (B)(4).

Event description:
It was reported that a nurse was stuck with a contaminated needle from a 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system. It is unknown if a safety mechanism failure led to this incident. It is also unknown if medical intervention was provided.